Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy, the handpiece jaws were difficult to open. Upon looking at the jaws, they noticed that the knife blade did not retract back into the shaft and was exposed within the partially opened jaw. Upon investigation, the surgeon found the knife blade to be intact. The surgeon replaced the device with new similar one and it worked fine which completed the procedure. There was no patient injury.